Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee (bk). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 6 atmospheres for 2 seconds the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.